Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they accidently had their pump exposed to sea water for 15 to 20 minutes. The customer states they tried to dry the pump, but received button error and the pump went dead. The customer's blood glucose level at the time of incident was unknown. The customer states the pump went blank almost immediately after the water exposure. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. We were unable to verify button error due to blank display. However, corrosion noted at keypad traces. The insulin pump was received with corroded motor home switch. A minor scratched on lcd window, cracked case at display window corners, cracked reservoir tube and cracked battery tube threads noted during visual inspection.